Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30310431m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After ablation was performed (post use of biosense webster, inc. Products), and towards the end of the procedure during the monitoring phase, the patient¿s blood pressure dropped. A pericardial effusion was confirmed and a pericardiocentesis was then performed where approximately 1 liter of blood was removed from the pericardial space. The patient¿s outcome was reported to be improved. There is no information if extended hospitalization was required. The physician commented that the cause of the event was unknown. The physician also noted that a steam pop may have occurred based on the feeling of his hand during ablation at the cavo-tricuspid isthmus (cti). The physician reviewed the case with carto replay and did not observe any abnormalities. The steam pop was assessed as not reportable. The steam pop was not considered to be a device malfunction. The steam pop is an expected physiological phenomenon.